Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed intermittent overload fault error messages. The field engineer noted that this error caused the system to lock up. There is no report of injury or death associated with the event described in this complaint.